Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several weeks following the implant procedure, the implantable pulse generator (ipg) implant detection was still on and there were no statistics, including trends and cardiac compass data, available. The implant detection was then manually programmed off and the ipg remains in use. No patient complications have been reported as a result of this event.